Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while closing the skin towards the end of the procedure, the tip of the needle broke and was retrieved. They used another suture to complete the case. There was no patient injury.